Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
While she was using the commode the right front leg bent inwards where the leg is bent naturally at the screw hole.